Event description:
It was reported patient death occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A watchman trusteer access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully implanted in the laa. The patient was discharged later the same day. At an unspecified time on the same day after discharge, the patient had cardiac arrest at home and was pronounced dead. Resuscitation was attempted in the field. There is neither an autopsy nor death certificate available therefore the official cause of death was not known. No further information is available.